Manufacturer narrative:
Product 1 evaluation: only the needless port was returned for evaluation, to codman (B)(4). The investigation of the needless port did confirm the problem reported by the customer. The lot number given is unknown, product code 82-1731. The root cause of the problem reported by the customer could is due to someone trying to un-screw the needless port, this needless port does not un-screw. Additional product evaluations - additional information stated: additional brand new/never used complaint samples were returned by the customer and received at codman on (B)(6) 2014. This complaint was reopened on (B)(6) 2014 to perform the respective evaluation of the additional complaint samples received. The following additional brand new/never used products were returned from the customer for evaluation: p/n 82-1731; lot # crbc4n; qty. One. P/n 82-1731; lot # crcb10; qty. One. P/n 82-1731; lot # crcb12; qty. One. P/n 82-1731; lot # crcctm; qty. Four. All seven returned products were visually inspected under 10x magnification at the 'needless port' area, and no cracks and/or any other damages were observed. Then, all seven products were leak tested by inserting purified water through the 'needless port' with a syringe. Both clamps above and below the 'needless-port' were closed and pressure applied to the syringe. No leakage was observed on all seven returned products. A lot history records review was also conducted for the four lot numbers returned, and following observed all products in these four lot numbers were conforming to the required specifications when released to stock. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.

Event description:
Additional information stated: additional brand new/never used complaint samples were returned by the customer and received at codman on (B)(6) 2014. This complaint was reopened on (B)(6) 2014 to perform the respective evaluation of the additional complaint samples received. The following additional brand new/never used products were returned from the customer for evaluation: p/n 82-1731; lot # crbc4n; qty. One. P/n 82-1731; lot # crcb10; qty. One. P/n 82-1731; lot # crcb12; qty. One. P/n 82-1731; lot # crcctm; qty. Four.

Event description:
Sales rep called and informed that: "customer reported that had an eds3 system with a cracked 'needleless port - connector'. The cracked cause some csf leakage on the patient's pillow, and had to be replaced. The catheter was not replaced, only the eds3 system". Additionally, the customer has ten more eds3 p/n 82-1731 in storage that do not feel comfortable with them, and would like to have them replaced with new ones. The lot numbers and quantities that the customer is returning for replacement are as follows: lot # crcb12 - 2 each, lot # crccng - 1 each, lot # crcb10 - 1 each, lot # crbc4n - 1 each, lot # crcctm - 5 each.

Manufacturer narrative:
Only the needless port was returned for evaluation, to codman switzerland. The investigation of the needless port did confirm the problem reported by the customer. The lot number given is unknown, product code 82-1731. The needless port was visually inspected a crack in the needless port was noted, this is due to someone trying to un-screw the needless port, this needless port does not un-screw. Glue traces were found where the port was connected. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could is due to someone trying to un-screw the needless port, this needless port does not un-screw. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.